Event description:
Customer did not provide any specific info as to the product issue. There was no pt incident or injury reported. Inspection of the product found the alarm has battery acid corrosion on the battery contacts.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the battery door was stuck and difficult to open. There is battery fluid evident on the door and inside the battery compartment. The battery contacts are corroded. The battery springs are not bent or damaged. The batteries were installed and the alarm did not power on. Note: the instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery back (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damage or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).